Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device had accumulated an excessive amount of on-time at 12.5 hours. This excessive on-time drained the device's internal hybrid layer capacitor (hlc) batteries which prevented the device from powering on. Physio also observed that there were numerous charge-pak removal and charge-pak installed events logged in the device's memory; however, the cause of which could not be determined as physio was unable to duplicate this during testing. It was also observed that the charge-pak installed in the device was depleted and that its software had become corrupted. As a result of the corrupted software, the charge-pak was registering as "missing" when installed in the device. Physio determined that the numerous charge-pak removal and charge-pak installed events led to both the depletion of the charge-pak and the corrupted software. No additional discrepancies were observed. The cause of the reported failure to power on was excessive on-time which drained the device's internal hlc batteries; however, further component level cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would not power on when prompted. There was no patient use associated with the reported event.